Event description:
Reporter alleged the customer was unable to obtain blood glucose result on the advantage system when inserting a test strip because meter was generating error messages and would have no power. Reporter stated the customer was incoherent when the attempt to test was unsuccessful and unable to self treat. Reporter indicated giving the customer food however no other actions were reportedly taken or treatment was received by the customer. A request was made for the return of the suspect device and replacement product was sent.